Event description:
It is reported that a customer's home nurse called in because they had trouble setting up the infusion set for a customer. The patient's blood glucose level was unknown at the time of the call. The nurse gave the phone to the customer who stated that they had difficulty reading the screen of their pump due to scratches. The customer was informed that the pump could be replaced but the line was disconnected with the customer after being put phone hold. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.